Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to analyze. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during initial testing intermittently. The device was put through extensive testing without duplicating the report. The analog board was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
This supplemental medwatch report is correcting information submitted on the follow-up medwatch report. Please reference section h10. The device was returned to zoll medical corporation for evaluation. The customer's report was observed during initial testing intermittently. The device was put through extensive testing without duplicating the report. It was recommended the analog board be replaced as a precaution. The customer declined repair of the device. The device was returned to the customer.